Event description:
Adverse event(s): "decreased va" (vision, impaired). Product problem(s): "light scattering" (no code available [iol (intraocular lens) implant]). A surgeon reported that approx ten years following intraocular lens (iol) implant surgery, a decrease in the pt's visual acuity was observed and he believed that "light scattering" observed on the iol to be cause. He reported that the iol was exchanged and the pt's visual acuity improved. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).